Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and nausea. The customer reported insulin over delivery. The customer reported blood glucose value of 71 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-431ak, mmt-1884. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. It was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-342, mmt-431ak, mmt-1884 were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. During the download history review, no relevant alarms were confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), cracked corner of belt clip rails, cracked case, battery tube threads cracked, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer's alleged concern of low bg was not confirmed. No relevant alarms were noted in the download history review, and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the mmt-342, mmt-431ak device will not be returned for analysis.